Event description:
It was reported that approximately 4 months post-operative a follow-up computed tomography scan revealed an endoleak. It could not be determined if the endoleak was a proximal type I, of the aortic extension or a type iii, between the junction of the aortic extension and the bifurcated endovascular device. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned for evaluation.